Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: fse visited the customer account to address the reported event. During servicing, fse found that the level sensor was off. Fse adjusted the level sensor and ran a liquid sense test to verify the level sensor. Fse ran quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. List of flags indicates: ss: the assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. The most probable cause of the ss flag error messages was the level sensor needed adjustment.

Event description:
A customer reported getting short sample (ss) flags when there was enough volume in the sample cup for the tests while using the aia-360 instrument. The customer was running a new lot of parathyroid hormone (pth) control with a sample volume of 75ul with 4 replicates and a total volume of 300ul in addition to 100ul of dead volume. This indicates that 450ul is being put into the cup and during random runs, the instrument will give a ss flag on the fourth replicate. On other runs, all four replicates will sample normally. The customer stated that if 500ul was used, all four replicates would sample normally. The customer did not want to use 500ul to prevent control waste. Fse was dispatched to address the reported event, which resulted in a delay of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.